Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, the patient presented heavily tortuous, left anterior descending (lad), heavily calcified lesion with a perforation. The 2.8x19mm graftmaster stent delivery system (sds) failed to cross due to anatomy. In replacement, a 2.8x16mm graftmaster device was successfully used. There was no adverse patient effect. No additional information was provided regarding this issue.